Manufacturer narrative:
The user reported that the patient circuit tube pulled apart when the patient and ventilator were leaving the MRI suite. The ventilator continued to be used once patient circuit was changed. The patient circuit tube was returned for investigation. Visual inspection confirmed that the patient circuit tube was broken. No other testing was possible to be performed. The root cause of the broken patient circuit tube has not been conclusively determined but most likely has it been exposed to a tensile force greater than it is designed to sustain.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator had a leakage during use on patient. There was no patient harm reported. Manufacturer's ref. #: (B)(4).